Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('dr said get essure out especially since it broke') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included vitamin b12 nos (vitamin b 12). On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant) and autoimmune disorder ("autoimmune symptoms"). At the time of the report, the device breakage and autoimmune disorder outcome was unknown. The reporter considered autoimmune disorder and device breakage to be related to essure. The reporter commented: plaintiff mentions that her doctor said that she will help her find a surgeon for essure removal, if her current surgeon refuses. Concerning the injuries reported in this case one was added from social media: device breakage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-oct-2019: pfs received : following event was added : autoimmune symptoms. Reporter information added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('dr said get essure out especially since it broke') in a female patient who had essure inserted. Concomitant products included vitamin b12 nos (vitamin b 12). On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant). At the time of the report, the device breakage outcome was unknown. The reporter considered device breakage to be related to essure. The reporter commented: plaintiff mentions that her doctor said that she will help her find a surgeon for essure removal, if her current surgeon refuses. Concerning the injuries reported in this case one was added from social media: device breakage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-oct-2019: quality safety evaluation of ptc. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('dr said get essure out especially since it broke/fragments left') in a 40-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "bent coil". Concomitant products included vitamin b12 nos (vitamin b 12). In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), haemorrhagic cyst ("bleeding cysts"), autoimmune disorder ("autoimmune issues"), device expulsion ("one her fell out 4 days after being in/ a piece of coil came out of me"), incisional hernia ("I got hernia from surgery"), adenomyosis ("adenomyosis"), endometriosis ("endometriosis"), ovarian cyst ("cyst in their ovaries"), irritable bowel syndrome ("irritable bowel syndrome"), immune thrombocytopenia ("itp"), tooth disorder ("tooth disorder"), procedural pain ("post surgery sore in belly buttocks area"), procedural complication ("almost losted a deformed functioning kidney during hysto"), cytogenetic abnormality ("genetic defects"), coagulopathy ("I have a clotting issue. It is auto immune."), dyspareunia ("sex doesn't hurt no more"), genital haemorrhage ("I do not it, bleed all the time"), contusion ("only my belly button had a tiny bruise"), malaise ("I am not constantly sick/ I was always sick"), anxiety ("more relaxed"), weight gain poor ("I always had issues not gaining weight/ couldn't gain past 108"), decreased appetite ("hardly ate"), asthenia ("almost 2 years e free more energy") and renal impairment ("my kidney function and labs are up") and was found to have uterine leiomyoma ("fibroid in uterus") and smear cervix abnormal ("cervical cell abnormality that can turn to cancer"). The patient was treated with surgery (roots canal and hysterectomy). Essure was removed. At the time of the report, the device breakage, haemorrhagic cyst, autoimmune disorder, incisional hernia, uterine leiomyoma, adenomyosis, endometriosis, ovarian cyst, irritable bowel syndrome, immune thrombocytopenia, tooth disorder, procedural pain, smear cervix abnormal, coagulopathy and contusion outcome was unknown, the device expulsion, procedural complication, dyspareunia, genital haemorrhage, malaise, anxiety, weight gain poor, decreased appetite and asthenia had resolved and the cytogenetic abnormality had not resolved. The reporter considered adenomyosis, anxiety, asthenia, autoimmune disorder, coagulopathy, contusion, cytogenetic abnormality, decreased appetite, device breakage, device expulsion, dyspareunia, endometriosis, genital haemorrhage, haemorrhagic cyst, immune thrombocytopenia, incisional hernia, irritable bowel syndrome, malaise, ovarian cyst, procedural complication, procedural pain, renal impairment, smear cervix abnormal, tooth disorder, uterine leiomyoma and weight gain poor to be related to essure. The reporter commented: plaintiff mentions that her doctor said that she will help her find a surgeon for essure removal, if her current surgeon refuses. Concerning the injuries reported in this case one was added from social media: device breakage, device expulsion, uterine fibroid, adenomyosis, endometriosis, hemorrhagic cyst, immune thrombocytopenic purpura , irritable bowel syndrome, tooth disorder. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: processed fu 15-22 together. Follow up received from social media. Reporter was added. Events procedural complication and cytogenetic abnormality were added. On 23-mar-2020: reporter was added. Event abnormal cervical cytology was added. Patient's age was added. On 23-mar-2020: reporter was added. Essure insertion date was added. Events coagulopathy, bruise,genital bleeding, dyspareunia, anxiety, feeling sick were added. On 23-mar-2020: reporter was added. Essure insertion date was updated. On 23-mar-2020: reporter was added. No new clinical information was received. On 23-mar-2020: reporter was added. Event weight gain poor was added. On 23-mar-2020: reporter was added. Outcome of weight gain poor was updated. Events decreased appetite and energy decreased, kidney function abnormal were added. On 23-mar-2020: reporter was added. No new information was received. Verbatim term of device expulsion was updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('dr said get essure out especially since it broke/fragments left') and autoimmune disorder ('autoimmune symptoms') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included vitamin b12 nos (vitamin b 12). On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device expulsion ("one her fell out 4 days after being in"), autoimmune disorder (seriousness criterion medically significant) and incisional hernia ("I got hernia from surgery"). The patient was treated with surgery (hyterectomy). Essure was removed. At the time of the report, the device breakage, device expulsion, autoimmune disorder and incisional hernia outcome was unknown. The reporter considered autoimmune disorder, device breakage, device expulsion and incisional hernia to be related to essure. The reporter commented: plaintiff mentions that her doctor said that she will help her find a surgeon for essure removal, if her current surgeon refuses. Concerning the injuries reported in this case one was added from social media: device breakage, device expulsion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-dec-2019: social media received. Reporter information added. Events: one her fell out 4 days after being in added. Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('dr said get essure out especially since it broke/fragments left'), autoimmune disorder ('autoimmune symptoms') and haemorrhagic cyst ('bleeding cysts') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included vitamin b12 nos (vitamin b 12). On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), device expulsion ("one her fell out 4 days after being in"), incisional hernia ("I got hernia from surgery"), adenomyosis ("adenomyosis"), haemorrhagic cyst (seriousness criterion medically significant) and endometriosis ("endometriosis") and was found to have uterine leiomyoma ("fibroid in uterus"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the device breakage, autoimmune disorder, device expulsion, incisional hernia, uterine leiomyoma, adenomyosis, haemorrhagic cyst and endometriosis outcome was unknown. The reporter considered adenomyosis, autoimmune disorder, device breakage, device expulsion, endometriosis, haemorrhagic cyst, incisional hernia and uterine leiomyoma to be related to essure. The reporter commented: plaintiff mentions that her doctor said that she will help her find a surgeon for essure removal, if her current surgeon refuses. Concerning the injuries reported in this case one was added from social media: device breakage, device expulsion, uterine fibroid, adenomyosis, endometriosis, hemorrhagic cyst. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-dec-2019: social media received- new events adenomyosis, bleeding cysts and endometriosis were added. Reporter's information was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('dr said get essure out especially since it broke/fragments left') and haemorrhagic cyst ('bleeding cysts') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included vitamin b12 nos (vitamin b 12). On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), autoimmune disorder ("autoimmune symptoms"), device expulsion ("one her fell out 4 days after being in"), incisional hernia ("I got hernia from surgery"), adenomyosis ("adenomyosis"), haemorrhagic cyst (seriousness criterion medically significant), endometriosis ("endometriosis") and ovarian cyst ("cyst in their ovaries") and was found to have uterine leiomyoma ("fibroid in uterus"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the device breakage, autoimmune disorder, device expulsion, incisional hernia, uterine leiomyoma, adenomyosis, haemorrhagic cyst, endometriosis and ovarian cyst outcome was unknown. The reporter considered adenomyosis, autoimmune disorder, device breakage, device expulsion, endometriosis, haemorrhagic cyst, incisional hernia, ovarian cyst and uterine leiomyoma to be related to essure. The reporter commented: plaintiff mentions that her doctor said that she will help her find a surgeon for essure removal, if her current surgeon refuses. Concerning the injuries reported in this case one was added from social media: device breakage, device expulsion, uterine fibroid, adenomyosis, endometriosis, hemorrhagic cyst. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-jan-2020: reporter added. Added event cyst in their ovaries. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('dr said get essure out especially since it broke/fragments left') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included vitamin b12 nos (vitamin b 12). On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), haemorrhagic cyst ("bleeding cysts"), autoimmune disorder ("autoimmune symptoms"), device expulsion ("one her fell out 4 days after being in"), incisional hernia ("I got hernia from surgery"), adenomyosis ("adenomyosis"), endometriosis ("endometriosis"), ovarian cyst ("cyst in their ovaries"), irritable bowel syndrome ("irritable bowel syndrome") and immune thrombocytopenic purpura ("itp") and was found to have uterine leiomyoma ("fibroid in uterus"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the device breakage, haemorrhagic cyst, autoimmune disorder, device expulsion, incisional hernia, uterine leiomyoma, adenomyosis, endometriosis, ovarian cyst, irritable bowel syndrome and immune thrombocytopenic purpura outcome was unknown. The reporter considered adenomyosis, autoimmune disorder, device breakage, device expulsion, endometriosis, haemorrhagic cyst, immune thrombocytopenic purpura, incisional hernia, irritable bowel syndrome, ovarian cyst and uterine leiomyoma to be related to essure. The reporter commented: plaintiff mentions that her doctor said that she will help her find a surgeon for essure removal, if her current surgeon refuses. Concerning the injuries reported in this case one was added from social media: device breakage, device expulsion, uterine fibroid, adenomyosis, endometriosis, hemorrhagic cyst, immune thrombocytopenic purpura, irritable bowel syndrome. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-feb-2020: social media received- new events- irritable bowel syndrome, itp were added. New reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('dr said get essure out especially since it broke/fragments left') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "bent coil". Concomitant products included vitamin b12 nos (vitamin b 12). On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), haemorrhagic cyst ("bleeding cysts"), autoimmune disorder ("autoimmune symptoms/ autoimmune issue"), device expulsion ("one her fell out 4 days after being in"), incisional hernia ("I got hernia from surgery"), adenomyosis ("adenomyosis"), endometriosis ("endometriosis"), ovarian cyst ("cyst in their ovaries"), irritable bowel syndrome ("irritable bowel syndrome"), immune thrombocytopenic purpura ("itp"), tooth disorder ("tooth disorder") and procedural pain ("post surgery sore in belly butto area") and was found to have uterine leiomyoma ("fibroid in uterus"). The patient was treated with surgery (roots canal and hysterectomy). Essure was removed. At the time of the report, the device breakage, haemorrhagic cyst, autoimmune disorder, device expulsion, incisional hernia, uterine leiomyoma, adenomyosis, endometriosis, ovarian cyst, irritable bowel syndrome, immune thrombocytopenic purpura, tooth disorder and procedural pain outcome was unknown. The reporter considered adenomyosis, autoimmune disorder, device breakage, device expulsion, endometriosis, haemorrhagic cyst, immune thrombocytopenic purpura, incisional hernia, irritable bowel syndrome, ovarian cyst, procedural pain, tooth disorder and uterine leiomyoma to be related to essure. The reporter commented: plaintiff mentions that her doctor said that she will help her find a surgeon for essure removal, if her current surgeon refuses. Concerning the injuries reported in this case one was added from social media: device breakage, device expulsion, uterine fibroid, adenomyosis, endometriosis, hemorrhagic cyst, immune thrombocytopenic purpura , irritable bowel syndrome, tooth disorder quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: reporter added from social media. Event "bent coil" and "post surgery sore in belly button area" was added. On 20-mar-2020: social media was received. Reporter were added. On 20-mar-2020: event tooth disorder added and new reporter updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('dr said get essure out especially since it broke') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included vitamin b12 nos (vitamin b 12). On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), autoimmune disorder ("autoimmune symptoms") and hernia ("I got hernia from surgery"). The patient was treated with surgery (hyterectomy). Essure was removed. At the time of the report, the device breakage, autoimmune disorder and hernia outcome was unknown. The reporter considered autoimmune disorder, device breakage and hernia to be related to essure. The reporter commented: plaintiff mentions that her doctor said that she will help her find a surgeon for essure removal, if her current surgeon refuses. Concerning the injuries reported in this case one was added from social media: device breakage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-nov-2019: new event (hernia) and new reporter. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('dr said get essure out especially since it broke/fragments left') and autoimmune disorder ('autoimmune symptoms') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included vitamin b12 nos (vitamin b 12). On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), device expulsion ("one her fell out 4 days after being in") and incisional hernia ("I got hernia from surgery") and was found to have uterine leiomyoma ("fibroid in uterus"). The patient was treated with surgery (hyterectomy). Essure was removed. At the time of the report, the device breakage, autoimmune disorder, device expulsion, incisional hernia and uterine leiomyoma outcome was unknown. The reporter considered autoimmune disorder, device breakage, device expulsion, incisional hernia and uterine leiomyoma to be related to essure. The reporter commented: plaintiff mentions that her doctor said that she will help her find a surgeon for essure removal, if her current surgeon refuses. Concerning the injuries reported in this case one was added from social media: device breakage, device expulsion, uterine fibroid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-dec-2019: f\u 5 and 6 proceed together- social media received: newly added newts- uterine fibroid. Reporter was added. On 2-dec-2019: social media received: reporter was added, no new clinically significant information were added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('dr said get essure out especially since it broke') in a female patient who had essure inserted. Concomitant products included vitamin b12 nos (vitamin b 12). On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant). At the time of the report, the device breakage outcome was unknown. The reporter considered device breakage to be related to essure. The reporter commented: plaintiff mentions that her doctor said that she will help her find a surgeon for essure removal, if her current surgeon refuses. Concerning the injuries reported in this case one was added from social media: device breakage. No lot number was received in this case. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.